Event description:
It was reported that the wake button was not functioning. The customer experienced a low blood glucose (bg) level of 28 mg/dl and lost consciousness. The customer required assistance from a hospital to address the low bg. Additional information regarding treatment was not provided. Tandem technical support verified the wake button functioned as intended.